Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that an alert triggered for high impedance on the right ventricular lead. The lead also had two non-sustained episodes and a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.